Event description:
It was reported that the ilet displayed low glucose alerts while contemporaneous fingerstick measurements showed values of 90 mg/dl and later 77 mg/dl, and the user was instructed to manually enter blood glucose and monitor, with potential sensor replacement if discordance persisted. Symptoms included hypoglycemia with a nadir of 59 mg/dl and no immediate health effects. Outcomes included self-treatment with carbohydrates and assistance from a spouse without medical intervention or hospitalization. Investigation included troubleshooting and user education, including confirmatory fingersticks and guidance on manual entry and sensor monitoring. Investigation of this case revealed discordant continuous glucose monitoring readings relative to capillary measurements, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.